Manufacturer narrative:
The device was discarded and therefore was not returned. A review of the device history record was performed and all product met requirements prior to release. Investigation is still ongoing. No cause for the event has been established at this time. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "(1.6mm arthrex drill from disposable kit ar-3600dc) implant inserted. During the shuttling step the shuttle got "stuck" right were the beginning of the tucked shuttle loop is entering the fingertrap mechanism in the iconix knotless implant. The surgeon repeatedly tried to finish the shuttling, but eventually broke the shuttle tail in this attempt. The remaining strands were cut and the anchor remained in the patient. After the surgery it was noticed that the inserter for iconix knotless inserter #2 was missing one of the 2 fork tips. The surgeon was notified. There is a potential that the inserter fork tip was implanted into the patient."

Manufacturer narrative:
The device was discarded and therefore was not returned. A review of the device history record was performed and all product met requirements prior to release. Investigation determined that the instructions for use needed more clarity. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by (B)(6) medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.